Event description:
Caller reported a tandem mobi cartridge alarm, but there was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and instructed the caller to remove the cartridge from the pump and deliver a 9-unit bolus, informing that the insulin on board would be affected. The bolus completed successfully, and the caller was able to reload the original cartridge and resume insulin therapy, resolving the issue.